Manufacturer narrative:
The defective device was returned and investigated. The device was visually inspected and found to have a backwards check valve, causing the occlusion effect described in the customer's complaint. It was originally reported that air was sucked in to the syringe from the manifold, however, this was unconfirmed upon inspection. Upon further discussion with the end user it was determined that they did not have air pulled in to the syringe, but were afraid the air would enter at the connection between the manifold and syringe. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation no device is expected to return. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while preparing the device for use air was pulled into the control syringe through a connection to the manifold. The tubing was replaced with a standalone fluid administration set and the problem was resolved before the device was used on a patient.